Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the dose displayed incorrectly during the calibration process.

Manufacturer narrative:
H11 updated: the customer reported that the dose displayed incorrectly during the calibration process. The investigation was completed by conducting a thorough evaluation of the products and the reported information. During dose calibration process on 6fff energy, the reference values displayed were wrong. Because this issue is experienced during calibration, it can be rectified prior to clinical treatments being delivered. Calibration is part of the quality assurance checks which are done to ensure that the system is working as intended before delivering clinical treatments, which is what happened in this instance. The root cause for the incorrect reference values in this instance could not be determined because it was not possible to retrieve the logs required from the time period of the incident. The investigation determined that this issue is no risk - detectable prior to use.